Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sleeve gastrectomy procedure, during the transection of the stomach, the surgeon fired the reload with no difficulty or visible abnormalities. However, upon examining the staple line, it was noticed that a dilator (from another manufacturer) was incorporated in it. The surgeon had stapled across dilator and as a result, the central staple line was incomplete. The surgeon removed the dilator and oversewed the staple line with suture. A new handle was opened to complete the subsequent firings. A leak test was performed and was negative for air leaks. It was noted that there was tissue damage and that the surgical time was extended for more than 30 minutes.